Event description:
It was reported that after the catheter was inserted over the spring wire guide, the catheter could not be removed from the patient. The swg was removed surgically, without any patient complications.